Event description:
A male pt with a straight forward anatomy and no significant calcification or thrombus, underwent initial aaa repair in 2007. The physician placed a flex main body and two iliac leg grafts. A proximal type I endoleak developed so in /2009 ay another facility, a physician placed a main body extension graft. Patient outcome is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU stresses the importance of patient monitoring as endovascular treatment requires lifelong, regular follow-up, so that endoleaks, should they occur, can be handled appropriately as it appears it was in this case. The device remains implanted and no images were provided to assist in the investigation. Although no films were returned, a cook medical sales representative was present at the case. Correspondence with this representative in the complaint file is consistent with the event description. The complaint is considered confirmed at this time. With the information provided, we are unable to determine the exact cause of the endoleak. There is no evidence to suggest the device was not manufactured to specification. However, we have notified the appropriate individuals and we will continue to monitor for similar events.